Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, opening on posterior and crease fold. A visual and microscopic analysis was performed which identified: crease smooth opening on posterior, stress marks, wear abrasion and observed 40 mm dark patch edge material inside gel device. Base on the device analysis the final assessment is: opening crease smooth on posterior assessed as fold flaw opening.